Manufacturer narrative:
There was no button error alarm noted. The unit had no button response due to corroded keypad traces. There was no unexpected numbers ramping noted. The unit had minor scratched display window, cracked case at display window corner, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
It was reported that the customer's mother called to report a button error alarm during bolus. She states that the batteries were replaced but still had the same issue. The insulin pump has been replaced. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.